Event description:
Covidien received information stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath deliver unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.